Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call low blood glucose levels and hospitalization. Customer¿s blood glucose level was 198 mg/dl. Customer's spouse advised the patient was hospitalized due to low blood glucose levels in the past. Customer's spouse declined to troubleshoot for low blood glucose levels. Customer's spouse advised they followed up with their healthcare provider and diabetes educator multiple time to manage blood glucose levels. The insulin pump will not be returned for analysis.